Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected powering off or blank display noted. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. However, pump error 63 alarm was found in the formatted history file due to arm watchdog failure. Problem isolated to the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received multiple pump error alarm. Customer reported that insulin pump had hardware low level failure alarm but customer was able to clear the alarm and able to rewind the insulin pump. Customer also reported that insulin pump had a blank display and buttons were unresponsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.